Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, con319900 / model #: 1420 / catalogue #: 1420 / expiration date: 2019-04-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-04-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline exhibited some contamination resulting in a poor mechanical connection. It was also fou nd that the patient's primary controller was having electrical fault alarms. A driveline cleaning was performed and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within the controller¿s driveline connector. The reported event was confirmed via log file analysis which revealed two electrical fault alarms logged between (B)(6) 2019 and (B)(6) 2019 due to an open phase on the rear stator resulting in the pump running on a single stator (front stator only). Additionally, 15 low flow alarms were logged since (B)(6) 2019. On-site inspection of the driveline cable as well as visual evidence provided by the site revealed contamination in the driveline connector. A driveline cleaning procedure was performed on (B)(6) 2019 to mitigate the reported conditions. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported electrical fault alarms can be attributed to contamination/foreign material of the driveline cable connector and/or controller driveline connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. Additional products: controller 2.0 - (B)(4). D10: yes, return date: (B)(6) 2019. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 331. H6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.